Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number. D4: only di provided as lot number is unknown.

Event description:
An event involved a small bore 9.5 ext set with nanoclave 0.5 micron filter where it was reported that the mini tubing filter found to be leaking and have crystallization formed on outside of filter itself connections were tight upon inspection; new syringe and tubing strung for patient. There was no reported patient involvement with no reported patient harm.